Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead there was difficulty advancing/ placing the lead through the subclavian vein (scv). It was noted the lead was buckling during advancement, a stylet was added for stiffness however the issue continued. The lead was removed and during inspection it was observed the helix was extended and could not be retracted. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.